Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, a device analysis could not be performed. However, a loose connection with the heater bag was reported and that is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during dwell cycle five of six of peritoneal dialysis (pd) therapy. The patient stated that the heater bag was loosely connected. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.